Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the pump emitted low battery warnings while the battery life symbol on the display screen still displayed that the battery was charged. A battery change did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data indicated two low battery warnings associated with low battery voltages. During testing, a low battery warning was duplicated in appropriate association with a low battery and a battery indicator on the display that showed one bar of charge left. Current draws measured within specifications. No defect was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim with discolored text. A battery cap was not returned with the pump; a test cap was used to complete investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.